Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a fracture of the dorsal cortex of phalange which occurred during original surgery and did not heal. The defect was grafted and the loose pip implant was replaced.